Event description:
The physician was performing split thickness skin grafts. The padgett dermatome was being used to harvest donor skin. The physician noticed the skin depth to be deeper than the set level of 0.10, so she stopped. She and other staff members also noticed a black substance on the patient's thighs where they had been attempting to harvest skin. Prior to beginning this procedure the padgett dermatome had been noted to be free from any observable particulate. It also passed the indicator test prior to being used. As a result of the first padgett dermatome's malfunctioning, a second one was used. It was prepared for use at the desired depth of 0.10. Again the padgett dermatome produced varying depths of the skin sheet upon completion of a pass.======================manufacturer response for integra padgett dermatome, padgett (per site reporter)======================an integra representative, who is the manager of medical complaints division will be a sending a professional out to do a demonstration and follow-up.